Event description:
The pt has a huge "leak" around the ett and the map is unable to be maintained at times. If the leak (from the pt) is somehow "occluded", the map will spike up really high and if the map falls, the vent shuts down. They explanted to them about the "limit" and the "high and low paw alarms". They suggeststed setting the limit really close to the map and setting the maximin paws really close also, so when the map drops, the alarm will sound -and the pt could be attended to ...all before the driver stops. If the map incrrease, it will be "limited" with the limit knob. This vent was involved in an "incident" and it will be "written up" as such. Complaint: it's leaking". After taking it off the pump, they noticed that the reason why the map was not being maintained was because there was a crack in the watertrap. They would like a service call. This vent was supposed to be traded-in for their new vent and sould not be there.